Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 6f angio-seal vip was returned for evaluation. The arteriotomy locator and hemostasis sheath were separate from each other upon return; the carrier tube assembly was returned unused. One unused guidewire was returned as well. There were no visual anomalies or damages to the components noted upon receipt. Microscopic visual inspection revealed no damage or kinking of the hemostasis sheath and locator at the blood inlet holes or any other location. The locator was snapped onto the hemostasis sheath for functional check and they mated as intended. The blood inlet holes aligned as intended and their position was verified under a microscope. The locator outer diameter was found to be 0.0908". The hemostasis sheath inner diameter was found to be 0.094". The hemostasis sheath hub cap circular opening above the valve was found to be 0.145". The locator inlet hole was measured to be 0.054" and the sheath inlet hole was measured to be 0.037". All measurements were found to be conforming to the revision of drawings active at the time of manufacturing as referenced in the DHR. Based on the condition of the returned product and dimensional and functional tests carried upon it, the complaint cannot be confirmed. The device worked as intended. The cause of the event remains unknown. The complaint cannot be confirmed. Visual, dimensional and functional testing were unable to confirm the alleged complaint. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see 3013394970-2017-00096. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: the customer stated that the wire went down followed by the dilator and the sheath; the sheath did not cross into the artery; bleed back did not occur and the sheath kinked; the procedure was completed with manual compression; the reported blood loss was 5-10cc's; and the patient is doing fine.

Manufacturer narrative:
The report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on may 24, 2017: this was a diagnostic case. An 035 st jude wire was use to close the femoral artery post lhc.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.